Event description:
Per patient, one pen will not release any insulin out of a box of five pens for humalog mix 75/25 kwkpn 3ml 5. The other pens were fine. Possibly defective batch. Dose, frequency and route used: inject as directed per sliding scale. Therapy dates: (B)(6) 2009.